Event description:
The patient was revised because of instability, secondary to what appeared to be some anterior slope on the tibial resection.

Manufacturer narrative:
The device associated with this report was not returned. The product code and lot code required in retrieving the device history records for reviewing and searching the warsaw and international complaint database were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No information was obtained. The investigation could not draw any conclusions about the reported event with the provided information. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.